Event description:
It was reported to medtronic neurosurgery that the product was found broken during surgery.

Manufacturer narrative:
The plate was broken off from the tab. The eyelet of the plate was broken and bent open. It is unknown how or when this damage occurred. Per the instructions for use that accompany the device, breakage of timesh components is a known complication. A review of the manufacturing records showed no anomalies. No impact to patient reported.